Event description:
Reportedly, this device was explanted due to unknown reasons after an unknown duration of implant.

Manufacturer narrative:
The stentless aortic bioprosthesis was received in multiple pieces. Extrinsic calcification and host tissue were detected on the pieces. The x-ray indicates calcification.